Event description:
Tbm went out to see this chair, because, the dealer called that the chair is not performing correctly. Tbm is stating that the front caster is designed to move with the movement of the chair, but the casters are staying in the air. The locking gas cylinders have been replaced 6 times, and the issue still remains.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.